Event description:
Same case as MFR ID # 2134265-2013-01338. (B)(4) study. It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The 2.25x12mm, 90% stenosed eccentric target lesion was located in the 1st diagonal (d1) artery bifurcation. The lesion was pre-dilated and the 2.25x12mm taxus liberte stent was deployed, post-dilation resulted in 0% residual stenosis. The bifurcation was pre-dilated and the 2.5x12mm taxus liberte stent was deployed and post-dilated resulting in 0% residual stenosis. During post-dilation a grade c dissection was noted. Dissection was treated with balloon dilation. A 3.0x24mm, 70% stenosed lesion in the mid left anterior descending (lad) artery was pre-dilated and the 3.0x24mm taxus liberte stent was deployed. Post dilation resulted in 0% residual stenosis. At 11 days post index procedure patient returned to catherization lab for a staged procedure. A 2.5x40mm, 80% stenosed target lesion was located in the 1st obtuse marginal (om1) artery. The lesion was pre-dilated and the 2.5x28mm taxus liberte and 2.25x12mm taxus liberte stents were successfully deployed. Post-dilation resulted in 0% residual stenosis. Patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).